Event description:
The customer called for help with his contour system. He alleged that he performed control tests the day before calling and received results of 245, 196 and 194 mg/dl. The normal control range was not provided, but should be around 106-147 mg/dl. No adverse events were alleged. The customer disposed of the bottle of test strips that gave the high readings, so no product will be returned.